Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the renal artery. A 6.0mmx18mmx150cm express® sd renal/biliary stent was selected and advanced to the lesion; however, it was noted that the stent dislodged from the balloon before inflation. The stent was trapped in the iliac artery with another stent. The procedure was completed with a different device. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).